Event description:
It was reported that the patient had the artificial urinary sphincter removed due to. A hole in the cuff resulting in fluid loss and recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient fully recovered.